Event description:
The customer reported a malfunction on the pump with malfunction code malf 12, and there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Technical support assisted the caller in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if the malfunction code reappears, which the caller acknowledged and understood.